Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips failed for accuracy and precision at the 300 mg/dl level and not biased high as previously reported. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up#1. Performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 300mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio 2 meter displayed a message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 9:00am. The patient stated that the subject meter displayed a message that advised her to retest with a new test strip. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweat and weak" at 9:00pm on the same day, 12 hours after the alleged product issue. The patient denied receiving treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and the issue was resolved with walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweat¿ after the alleged product issue began. This symptom does meet lifescan¿s criteria for a serious injury.